Event description:
It was reported to philips that the therapy capacitor does not pass operational check. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the 861290 (heartstart xl+ defibrillator/monitor) indicating that the device does not as the operational check. There was reportedly no patient involvement. Available details indicate that the device's error log was reviewed, finding a capacitor error. The capacitor was replaced and the device was operational after the repair was completed. The device remains at the customer's site. No further action is warranted at this time.